Event description:
It was reported that a cardiac perforation was caused by this right ventricular (rv) lead. A pericardiocentesis was performed and 600 cc of blood was drained. After connecting the lead to the can, loss of capture (loc) was exhibited on this lead. The lead was repositioned and the patient became hemodynamically unstable. As a result, the patient was hospitalized for three extra nights but has been reported as stable. The physician discussed that the patient yelped when introducing the right atrial (ra) lead. Speculation by the physician is that the forward pressure of the ra lead being introduced may have pushed the rv lead through the rv wall. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that a cardiac perforation was caused by this right ventricular (rv) lead. A pericardiocentesis was performed and 600 cc of blood was drained. After connecting the lead to the can, loss of capture (loc) was exhibited on this lead. The lead was repositioned and the patient became hemodynamically unstable. As a result, the patient was hospitalized for three extra nights but has been reported as stable. The physician discussed that the patient yelped when introducing the right atrial (ra) lead. Speculation by the physician is that the forward pressure of the ra lead being introduced may have pushed the rv lead through the rv wall. No additional adverse patient effects were reported. At this time, this lead remains in service.